Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g3, g6, h2,h3,h6 (type of investigation, investigation conclusions), h11. Corrected fields: b5, d4 (lot no., UDI no.), e1(event site telephone), h6 (health effect ¿ clinical code, health effect ¿ impact codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) was broken. There was no injury or harm reported to the patient.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) was broken.